Event description:
It was reported that the neurostimulator was implanted in (B)(6) 2009, and the patient was not receiving good therapeutic effects. The patient was having difficulty walking. The device was explanted and replaced. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).